Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported that a fluid leak occurred while the patient was in treatment. There was fluid inside of the cassette compartment and on top of the cart, the patient had received a new cycler on the day of the event. The nurse stated that the patient will be receiving catheter assessments. Upon follow up with the patient's nurse, it was confirmed that the patient experienced no adverse event or medical intervention as a result of this leak. The patient has since transitioned to in-center hemodialysis treatment. The patient is successfully completing hd treatment. The cassette product has been discarded.

Manufacturer narrative:
Correction: date of event.